Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 our johnson and johnson affiliate in (B)(6) received an email from a patients (pt) parent who reported that the pt wore acuvue2 brand contact lenses was seen in an ER and diagnosed with a corneal abrasion. The parent reported that it was ¿expected to heal in eight days. Daily checks required.¿ the pt presented with redness and pain in one eye and was treated with antibiotic drops and an eye bandage. The parent also reports a ¿worst vision in the affected eye.¿ on (B)(6) 2017 the pts parent sent an email with the pts medical records reporting that the pt is feeling better and the vision loss recovered. The pt was prescribed thealoz gel 2-3 times a day for 1 month; no contact lens wear for same amount of time. The pts last visit was friday (B)(6) 2017. The suspect lens was discarded. Medical records indicated the following: 29mar2017: ophthalmologist consult: diagnosis: ¿epithelial disepithelization of the cornea/right eye/foreign body of the cornea¿ contact lens wearer: ¿the pt used them until this morning in od as well despite the visual decline noticed yesterday on od.¿ od: ¿extended corneal de-epithelization; conjunctivitis; performed a conjunctival swab in od to look for bacteria and fungi; optically empty; crystalline lens in place and transparent; posterior pole poorly explored, peripheral retina in the standard.¿ treatment: oftaquix (levofloxacin)single dose eye drops associated to xanternet gel; apply 5 times a day for 8 days (bandage for three days). Check tomorrow morning; keep with current therapy; added zovirax 800mg 1 tablet three times a day for 8 days. 07apr2017: continue ongoing therapy: thealoz gel three times a day for 1 day. History: examination in emergency room on 29mar2017 for corneal abrasion. Pt returns for ¿reported eyesight defect/right eye¿ diagnosis: ¿disepithelialization of the right eye¿ treatment: ¿thealoz duo gel 2-3 times a day; xanternet gel 1 application per day¿ fu check scheduled. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002n6p was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.